Manufacturer narrative:
The reported device was received for evaluation; event was confirmed during testing. The device was repaired and returned to the user facility.

Event description:
It was reported during a surgical procedure at the user facility the device had a rise rate error resulting in two procedures being canceled. It was reported there was no impact on the patient with no medical intervention or adverse consequences.

Event description:
It was reported during a surgical procedure at the user facility the device had a rise rate error resulting in two procedures being canceled. It was reported there was no impact on the patient with no medical intervention or adverse consequences.